Event description:
Two 5.5mm ti cancellous locking screw, 24mm, were placed at s1 along with two 22mm screws, an atb plate and 13mm fra. The left s1 screw was noted as broken on an x-ray taken after pt was involved in a motor vehicle accident. Pt has not been revised to date.

Manufacturer narrative:
Subject device remains in the pt. No investigation could be performed, no conclusion could be drawn as no device was received. Synthes is unable to determine the manufacture date without a lot number.